Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 827309) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi- 32.289), anxiety, uterine fibroids and hypertension. Previously administered products included for prevent pregnancy: yaz. Concurrent conditions included dysmenorrhea, vaginal discharge, tenderness breast, dizziness, back pain, depression, night sweats, mood change, endometrial polyp, adenomyosis, cervicitis and uterine fibroids. Concomitant products included alprazolam (xanax) and loratadine (loratab). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract/ infection (urinary tract)"), migraine ("migraines/headaches") and arthralgia ("pain/ hip pain/ pain left hip"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection and migraine was resolving, the dyspareunia, arthralgia and weight increased outcome was unknown and the fatigue and alopecia had resolved. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2008. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: as per pfs- unilateral occlusion (right tube occluded), other small leak. As per mr- tiny amount of contrast does pass beyond the essure filament on the left. There appeared to be bilateral blockage of tubes. The essure coils appeared to be in the proper position. Following review of the developed films, however, there appeared to be a slight amount of dye noted beyond the essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : fatigue, dyspareunia, weight increased, pelvic pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical records received: lot number added. Incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- dyspareunia, fatigue, alopecia, urinary tract infection, migraine, arthralgia, weight increased, pelvic pain. Historical and concomitant products added. Patient¿s medical history and concomitant conditions added. Lab details added. Insertion and removal date updated. Reporter information, patient details, product indication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.